Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that the controller battery can't go to 100% and having hard time charging their implant. Agent walked caller through removing the battery pack and plugging controller into the ac power cord. Confirmed controller powers on and seeing a device plugged in symbol and 30% on the implant. Caller inserted the battery and confirmed controller is 100 percent and implant is 30 percent and seeing yellow/green solid light. Agent reviewed to the caller that the controller battery is at 100%. Caller confirmed no physical damage on recharger cord, caller is having hard time finding the recharger pins. Agent tried walking the caller through charging their implant but while walking the patient call got disconnected. Agent tried calling the caller twice and it is showing that caller's number is busy and did not route to voice mail. Patient called back in stating they were disconnected to the previous call. Agent attempted to continue the troubleshooting but the patient disconnected the call. Agent attempted to call the patient but was declined. Patient called back for further troubleshooting. Pt noted last night they got a message that the stimulator was inactive. When recharging the ins they get a message to recharge the controller even the controller was at 100%. During call pt attempted to recharge the ins and they recharging excellent then they got finished. The controller battery was at 100% and the ins was at 30%. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the circumstances that led to the ins being inactive was the device was not charging right. The issue was resolved.